Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate system. The corrected na results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the two affected patients were the first samples tested after the customer replaced the v-lyte diluent bottle. The hsc determined that air in the system will affect the 1/10 sample predilution. The customer successfully repeated the samples. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.